Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was charging more than expected; they were charging daily. The patient stated that they fell "all the time" but they didn't know if it did anything to the stimulator. The patient was receiving stimulation as desired and there were no shocks or other issues. The patient was experiencing a burning sensation in her legs. The patient was re programming on 2013 (B)(6). Impedances were all in range (770-1052 ohms). The recharge interval was reviewed and deemed to be appropriate. It was further reported that the patient had an x-ray on 2013 (B)(6). It was reported that the patient was going to have a lead revision. It was not reported which lead this affected. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37713 lot# serial# (B)(4), implanted: 2008 (B)(6), product type implantable neurostimulator product ID: 3487a-33 lot# v122675, implanted: 2008 (B)(6), product type lead product ID: 3487a-33 lot# v135416, implanted: 2008 (B)(6), product type lead product ID: 37082-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37713 lot# serial# (B)(4), implanted: 2008-08-27 explanted: product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the x ray showed the lead was primarily on the right. The patient was unable to get adequate coverage on the left. It was unknown if the lead migrated over or was placed that way. The current physician was not the implanting physician. The date of the lead revision was still unknown.